Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). The results were 4.5 inr and a 4.6 inr. A new finger was used for the second test. The patient was tested with two fingersticks at a clinic on two different coaguchek meters and the results were 2.0 inr and a 1.9 inr. Upon review of the meter result memory, additional discrepant results were observed. No additional information was provided concerning these results. On (B)(6) 2017 at 09:07 the result was 8.0 inr and at 09:09 the result was 1.3 inr. On (B)(6) 2017 at 07:09, the result was 1.4 inr and at 10:27 the result was 3.9 inr. On (B)(6) 2016 at 10:55, the result was 1.6 inr and at 12:30 the result was 1.6 inr. On (B)(6) 2016 at 08:59, the result was 3.0 inr and at 10:15 the result was 1.4 inr. On (B)(6) 2016 at 08:00, the result was 2.3 inr and at 11:57 the result was 3.5 inr. On (B)(6) 2016 at 09:24, the result was 3.9 inr and at 09:37 the result was 2.7 inr. On (B)(6) 2016 at 07:33, the result was 2.2 inr, at 08:34 the result was 1.7 inr, at 09:57 the result was 2.7 inr, at 10:28 the result was 2.4 inr, and the result at 10:58 the result was 2.0 inr. The therapeutic range was 2.5-3.5 inr. The patient was not adversely affected. The patient was treated based on the result of 2.0 inr which they believed to be correct. The patient had no hematocrit issue, was not on heparin, and had no antiphospholipid antibodies. There were no new medications or symptoms and no diet or health changes. The meter and test strips were requested to be returned to the manufacturer. The returned meter was measured with masterlot strips in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.1 inr and 2.6 inr. Donor hct: 44% and 48%. Testing results: donor 1: masterlot / customer meter and masterlot 2.2 inr/ 2.1 inr. Donor 2: masterlot / customer meter and masterlot 2.6 inr/ 2.6 inr. All inr results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specification. Relevant retention test strips (lot 206463) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.